Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 206,75,156,154,125,196 on verio iq meter, compared to 152,52,109,148,104,96 on another meter(trust to go). This complaint is being reported because, the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/18/2014)-device evaluation:the meter involved with this complaint has been returned on 8/8/2014 and evaluated by product analysis (pa) on 9/12/2014 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.